Event description:
It was reported that the ventilator generated a technical error code indicating turbine module failure. There was no patient harm. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a turbine module failure (turbine module has stopped, o2 is delivered instead). Identification of issue has been done by analyzing problem description and device's logs. Described situation may lead to stop of ventilation. The turbine has not been returned to the factory for analysis. The cause of the reported turbine issue has been determined. Further investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The coil segments outer diameter relaxes over time after forming, but coils used during the summer of 2020 were assembled within a few days after production and had little time to relax. This lead to a larger gap when mounted together and a lower adhesion force, and further to slight back-and-forth movements of the coil segment during use with broken wires as a result. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new servo-air devices and as spare part. The turbine in servo-air device involved in this complaint was manufactured before the improved turbine was implemented. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 10/28/2020. Corrected manufacture date: 10/29/2020.